Event description:
On (B)(6) 2016, an nsk handpiece, ti95ex (serial no. (B)(4)) was returned from a distributor to nakanishi for repair. There was a note coming with the handpiece referring to the handpiece overheating. Details are as follows: the dentist was extracting a tooth #8 from the patient's lower right jaw using the ti95ex and burnt patient's buccal mucosa. The patient was under general anesthesia. The dentist applied oral ointment to the patient. According to the dentist, there was no delay to the procedure.

Manufacturer narrative:
Upon receiving the device involved in the adverse event, nakanishi conducted a failure analysis of the returned device: methodology used: nakanishi examined the device history record including repair records, for the subject ti95ex device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. Investigation of overheating: temperature sensors were first attached to the exterior of the device at various test points (i.e., most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each testing points. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray at minimum level of irrigation, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece at 200,000 rpm (motor revolution 40,000 rpm). There was no abnormal temperature rise during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specification. Nakanishi observed normal rotation without any abnormal noise. Visual inspection of the other parts. Nakanishi disassembled the handpiece and performed a visual inspection of the other parts. Nakanishi confirmed strong wear to the gear meshing portion inside the cartridge gear part and the clutch gear part. Nakanishi took photographs of all the disassembled parts and kept them in a file. Conclusion reached based on the investigation and analysis result. Nakanishi identified that the cause of the overheating of the returned device was wear caused by high load applied to the handpiece. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of checking the handpiece prior to use to prevent overheating as instructed in the operation manual. On may 9, 2016, nakanishi contacted the dentist to request the patient's ID, which was missing in the initial report. According to the dentist, the dentist could not disclose the patient's ID.